Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not connected to server and offline in rss. A technical support specialist dialed into the station checked and verified that the station was communicated with the server after the retry fix, fully synchronized the station without dropped the database, rebooted the station, medapp launched without shown the "disconnected mode" icon. The technical support specialist checked the datasync debug log and verified it was communicated fine with the server and sent an email to inform the customer about the case.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, device not connected to server and station is in offline. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.